Event description:
It was reported that there was a twisted extension.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).